Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2013 with the following findings: during testing, the pump was powered on and the display screen was blank; lines through the display could not be confirmed. The pump still made audible tones and vibratory alarms. The pump case was opened and the display was cracked. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated that there were lines obscuring the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.